Manufacturer narrative:
Concomitant medical products: 2088tc lead, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced infection for two years and that the left ventricular (lv) leads were explanted and replaced on the "other side". The leads were cut, capped and replaced with rv leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced erosion, pain in his right neck, soft tissue swelling erythema, hematoma, bruising and drainage. It was also reported that antibiotic treatment was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv leads were explanted.